Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. (B)(4).

Event description:
An ophthalmologist reported that a procedure was aborted after about 30 percent of the way through the procedure on a patient's right eye. It is thought that the laser probably lost pupil recognition and could not be removed. Additional information has been requested.

Manufacturer narrative:
Review of the logfile showed eyetracker found and lost pupil several times in a row. Treatment report and review by clinical applications specialist stated the pupil was large due to eye drops. Possible factor for the lost pupil is that eyetracker reached its limit to track the pupil as the pupil was too large due to eye drops. The manufacturer internal reference number is: (B)(4).